Event description:
Physician reported that their handheld would keep freezing on them and they would like to have a new one. Handheld froze on many different screens and sometimes the flaschcard reset would work. New handheld was shipped to the site and old handheld was returned to manufacturer for product analysis. The manufacturer has already identified that under certain type of conditions this screen freeze event can occur with the (B) (4) handheld computer.